Event description:
The customer reported that erroneous differential results without instrument generated flags were generated on an unicel dxh 800 coulter cellular analysis system for a single patient. Beckman coulter inc. Assessment of customer supplied patient results indicated that duplicate testing of the patient sample generated an erroneous elevated eosinophil (eo) % result and an erroneous low neutrophil (ne) % result (without instrument generated flags) on the initial test, and an erroneous elevated eosinophil (eo) % result (without instrument generated flag) on the second test when compared to same patient manual differential results, which were considered correct. The erroneous eo% and ne% results were not reported outside of the laboratory and hence there was no report of death, serious injury or modification to patient treatment associated with this event. The instrument was performing within quality control specifications with respect to controls (accuracy) and reproducibility (precision) and controls executed during the timeframe of the event generated results within analyte ranges.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) took apart and cleaned the distribution valve, and replaced the differential mix chamber on the air mix temperature control (amtc) module and the sample line to the differential mix chamber and differential air mix. The fse then flushed the differential mix chamber drain ports with warm water to the manifold. The event sample was retested after the repairs and generated valid results. Upon completion of the necessary and verified repairs, the instrument was returned back into service. Beckman coulter inc. Assessment of patient raw data revealed that analysis of both initial and repeat samples shows a clear division of the neutrophil population data into two separate clusters. There is no information available from the customer on any morphological changes in the neutrophils that might have caused the division seen by the instrument. However, it is known that neutrophil subpopulations can occur due to strong changes in cell granularity, which can affect both light scatter (ls) and opacity (op) parameters. The cause of the erroneous differential results is unknown based on the information currently available but may be attributed to an intermittent issue addressed by the service performed.